Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors may have contributed to the event.

Event description:
Through the implant patient registry, it was reported that a patient with a 33mm 7300tfx pericardial valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of (3) years and four (4) months due to unknown reasons. The ttvr was performed with a 29mm 9600tfx transcatheter valve. No additional information has been provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. This device was implanted in the tricuspid position. This device has been used in an off-label manner. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.